Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining no value indeterminate (ind) flagged troponin (accutni) results for two (2) patients, which did not produce numerical values, generated on the access 2 immunoassay system. The original tests produced low relative light units (rlus) when compared to the typical substrate values obtained during a routine system check, indicating that the system may not be receiving the proper amount of substrate. The customer noted that on their last system check the substrate mean was normal. Subsequent testing after troubleshooting produced numerical, reportable results for both patients. The erroneous ind results were not reported out of the laboratory. There was no report of any change to or impact to patient treatment.

Manufacturer narrative:
The customer provided three levels of qc data for the accutni assay. Per the data, the customer's qc was performing within the laboratory's established ranges for the timeframe provided ((B)(4) 2012). The customer last calibrated the accutni assay on (B)(4)2012. The calibration curve passed as accepted and had satisfactory %cvs of <3.00%. A routine system check performed on (B)(4) 2012 passed within instrument specifications. Bec hotline had the customer inspect the substrate system of the analyzer for any potential loose fittings or leaks. The customer subsequently discovered that the white connectors on the substrate bottle, which sits on the fluidics tray, were loose by one full turn each. This was allowing air into the substrate system. The customer tightened both connectors and then primed the substrate system for ten cycles. A routine system check was then performed which passed within instrument specifications. The customer was advised to repeat previous patient samples to check for accuracy and will call back if they find any discrepancies. The loose substrate fitting on the substrate bottle is the cause of this event. Service was not dispatched as the customer corrected the issue via troubleshooting with bec hotline.